Event description:
I am a cva survivor, following a referral I was assessed for a moyomopro orthosis for my weak l. Arm, on (B)(6) 2025. They billed medicare and got paid in (B)(6), but I only received orthosis on (B)(6) 2025. After receiving the orthosis and using it, it would shudder and jerk, continually during use, putting my weak, already subluxed l. Shoulder at risk of further damage. My shoulder would be sore for 12-24 hours after each 15 minute session. Repeated complaints to (B)(6). Have met w feable attempt at help; the last was by video call to (B)(4) in (B)(6) 02/03/2026, which improved the shuddering a little. They put the onus on me to engage a new o.t. To help me adjust to the shuddering. I am extremely concerned that at 79, I am a poor candidate for this device, and I was wrongly assessed for it. It should have not been recommended for me. And now the onus is on me, for not fitting in with their device. In fact way back in august/september when I was being measured for the device, I realized it was much too heavy for my subluxed shoulder and not suitable for me; and I cancel the order then- before they had fabricated any parts, but they harassed me by email, and in (B)(6) told me the device was ready to try take. I called medicare, who said they had been billed for (B)(6) and had been paid in may. They advised me to go ahead and try it, since it had been already fabricated. So on (B)(6), I collected the device and tried it on as they had instructed but on dec my o.t. Said that the myomo was unhelpful for me. So now I am in limbo and very concerned for the integrity of my already subluxed l shoulder; and they just told me by email that I needed to get a new o.t. To adjust to device, get used to it and learn how to use. I said I would see a new ot they recommended, to see what they have to offer. I do want to get better but do not want to risk more damage to my subluxed shoulder. They do not show any concern. Thank you so very much for consideration my stressful case. (B)(6), md. The myomo engineers in (B)(6), through their proxy in (B)(6) and tele consultation by zoom made some adjustments to the device, which have helped only a little in reducing jerking my already subluxed, weak shoulder. When I told them the outcome by email the reply put the onus on me, telling me I needed to see a new occupational therapist. I am frustrated and do not know what to do; but shall see a new ot they have recommended. It can be a very detrimental machine for older patients' shoulders like mine. The o.t. Who told me on (B)(6) 2025, myomo was not suitable for me had, in fact, been trained by myomo/infinitetechnologies to work on patients with myomo. Thank you.

Event description:
Additional information received on 03/30/2026 for mw5184094 to update procode to iqz.